Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and was unable to reproduce the reported issue. As a precautionary measure, the stm attempted to replace the helium reservoir, but the helium line broke. The stm returned at a later date to replace the helium line and installed a new helium reservoir. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a flight nurse that before use on a patient, the helium tank on the cardiosave intra-aortic balloon pump (iabp) was leaking. The cardiosave was in the rescue configuration and the helium take was full upon departure, but when they arrived on site to pick up the patient the tank had slightly depleted. It was noted that the unit had not been turned on. Upon departure during use on the patient, therapy was initiated and the tank depleted further when the fill happened. In flight, the helium dropped more quickly than expected, and it was noted that no disconnects or manual fills were performed. As they approached their destination, the iabp unit generated a ¿calibration delayed¿ message with a red waveform and the helium tank showed red on the screen indicating that the iabp unit was nearly out of helium. It was noted that the aircraft did not fly above 4200 feet. There was no patient harm and no adverse event was reported.